Manufacturer narrative:
Initial.

Event description:
It was reported that a user contacted support for assistance after repeatedly using meal announcements as corrections for hyperglycemia with a reported value of 298 mg/dl, which led to maladaptive insulin dosing behavior, and the agent guided the user through a factory reset of the ilet pump, reconnected the pump to the phone, and provided best-practice education. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the use error through troubleshooting and education, without medical intervention. Investigation included technical troubleshooting, device setup review, and user education. Investigation of this case revealed user error related to incorrect use of meal announcements rather than a device malfunction, and the device functioned as expected after reset and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user error mitigated by education and device reset.